Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument manufacturing date: 29-may-2019 expiration date: 01-may-2028 part number: 04.037.245s, 12mm/130 deg ti cann tfna 235mm / left- sterile lot number: h649290 (sterile) lot quantity: 6 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071309 rev c met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15085 supplied by ethicon (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna, bp55 lot number: l835711 lot quantity: 96 purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h529601 lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 06-apr-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h616722 lot quantity: 80 work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: h593520 lot quantity: 3,056 lbs. Certificate of analysis received from metalwerks inc. Dated 26-feb-2018 was reviewed and determined to be conforming. Lot summary report dated 14-mar-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: 04-jun-2020: DHR reviewed by: (B)(6) this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for left femoral trochanteric fractures by using the tfna system. During the surgery, after the surgeon inserted the tfna end cap over the handle and then disengaged the handle with the end cap, he noticed that the end cap protruded by about 3 mm from the end of the tfna fem nail. The surgeon attempted to tighten it with an unknown driver but was unsuccessful. As he thought that the locking mechanism might not be tightened completely, he took out the end cap, and then tightened the locking mechanism with a flexible driver. In order to allow the tfna helical blade to slide, he tightened the locking mechanism firmly and then loosened the locking mechanism by one fourth (1/4). He inserted the end cap again however, the end cap was still in a state where it protruded by about 3 mm. The surgeon removed the end cap to check if the threading of the end cap was damaged, but there were no prominent damages on the threading of the end cap. The surgeon thought that the flexible driver was not enough to transmit the power and also decided not to allow to the tfna helical blade to slide. Then, the surgeon tightened the end cap again by using a driver with torque. As a result, the end cap was in a state where it protruded by 1 mm from the end of the tfna fem nail. There was a surgical delay of thirty (30) minutes. No further information is available. Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity # 1), unknown driver (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices. This report is for one (1) 12mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 3 for (B)(4).